Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
The manufacturer received information regarding a devastation auto. The device was returned to a third party service center. During visual inspection of the device, corrosion was found on the power supply. In addition, the inspection found corrosion on metallic surfaces. This report is being submitted for the corrosion found on the power supply during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.